Event description:
The patient had lead revision surgery performed (B)(6)2012. Pre-op interrogation on their newly implanted 103 (sn (B)(4)) indicated the output and magnet currents were both set to 0.0 ma. Pre-op system diagnostics indicated high impedance (>10,000 ohms). Since this was a relatively new m103, they had a lead revision only. The m302-20 lead (sn (B)(4)) was then explanted and replaced. No obvious discontinuities were observed on the old lead prior to removal. The old lead was cut close to the anchor coil with all three helical coils left on the nerve. The new lead coils were placed superior to the old coils. The explanted portion of the m302 lead was sent to pathology per hospital protocol. The hospital does not return explanted items to the manufacturer

Event description:
It was reported that a vns patient's generator was unable to be interrogated and they were being sent for a battery replacement. The site's programming system was ruled out. The md attributes their failure to program the patient's generator to battery depletion and the patient will be referred for a battery replacement. The patient went to surgery (B)(6) 2012. The patient was able to be interrogated successfully during pre-op and no end of service flag was observed. A system diagnostic test resulted in 7/limit/high/no. The surgeon was notified of the results and explained that this meant that the generator was not at end of service, but the patient would likely need a lead revision. He reported that since the hospital did not have a lead and tunneler in stock, he was going to replace only the battery prophylactically. Patient was reimplanted with a model 103. Diagnostics were run after the new generator was implanted and the impedance value was >10,000 ohms. In the exposed portion of the lead near the generator there were not any lead fractures or abnormalities were visible. Surgery may be planned at a later date.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was attained that there was no trauma reported prior to the patient's high impedance being attained. Revision surgery will be planned at a later date.